Event description:
In mid case, the pump began to run erratically. The user reported that during a knee arthroscopy, an extravasation occured. The right lower extremity was swollen, mottle and cold to touch. No delay in surgery reported. Pt monitored for 2 hours. Swelling noted to decrease and pt discharged.